Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-april-2024, it was reported by the patient that three infusion set fell off due to which hyperglycemia occurs within 6 hours of use. High blood glucose level was 400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-07853- device 2 of 3.